Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, short episodes of atrial noise was observed. During device replacement due to eri, no noise was observed in the atrial channel. Device was explanted and a new device was implanted. Patient was stable prior and post procedure and will continue to be monitored.